Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was confirmed upon reviewing the customer¿s attached picture, where a blue suture was observed attached to a piece of a broken tip eyelet.

Event description:
On 10/24/2025, a sales representative reported via email that an ar-2324kbcc biocomposite knotless swivelock anchor experienced an issue during a supraspinatus double-row repair. After insertion of the second lateral row, a dog-ear was identified anteriorly. The repair stitch from this anchor was passed through the dog-ear and subsequently shuttled through the anchor. While tensioning the repair suture, the eyelet detached from the anchor body, with the repair suture still attached (see photo attached). Despite this, the sutures from the medial row were appropriately tensioned, and the anchor body remained seated within the bone. No additional parts were used. The case was delayed two minutes to remove the eyelet and sutures. This was discovered during an arthroscopic rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.